Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic with an infection at the implanted device pocket site and was experiencing discharge. The physician explanted and replaced the entire system, which included the implantable cardioverter-defibrillator, right ventricular lead, and atrial lead due to an infection. The patient condition was unknown.